Event description:
The suspect lead was received for analysis. Analysis has not been completed to date.

Event description:
It was reported that the patient had a full system replacement due to pain, and tightness in the neck. During surgery the generator was observed in the patient's shoulder and the lead was not connected to the vagus nerve. The lead had been placed across the body to the right side of neck and then down the right side of the body. Update was received. The surgeon was unable to conclude whether the vns system migrated/moved and was not sure what had happened. Prior to the procedure x-rays were performed and it was identified that the lead was not on the vagus nerve; impedances were seen ok. In addition, per the physician, the reason for the pain was inconclusive. The suspect device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term "lead pulling sensation" is not available.

Event description:
Device evaluation was completed.